Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were in specification but erratic and calibration was out at the 0 reading and the reciprocating arm, motor, plug harness, switch, bearings, and seal were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the device did not work properly. Event timing was during cleaning/inspection and there was no harm, no delay, no alt contact. Evaluation of the device later revealed that the motor speed was within specifications but erratic. No adverse events were reported as a result of this malfunction.